Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer mother called to report that they had high blood glucose. The customer's blood glucose was 490 mg/dl at the time of the incident. High blood glucose treated with insulin pen. They could not troubleshoot for glue did not stick and insulin not going through. Product will not be returned for analysis.